Manufacturer narrative:
Eval summary: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Persistent glabellar nodule [injection site nodule]. Swelling at the glabella area [swelling face]. Case description: spontaneous report received on 01/24/2008 from a physician regarding a (B) (6) female cutaneous contour deformity pt (initials unknown). The pt received one ampoule of hylaform 2 months ago, mid november, into the glabella area. The patient's medical history included previous treatment with hylaform. After the injection, the pt experienced persistant nodule with confluent properties that was increasing in the evening. The physician assessed the relationship between the persistant nodule and hylaform as definite. As of the date of this receipt of this report the patient's outcome was unknown. On 02/15/2008 the qa results were received. The product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on 03/04/2008 from the reporting physician. It was reported that hylaform was implanted on an unknown date at the beginning of (B) (6) 2007. The nodule at the injection site (glabella area) was excised on an unknown date because "the pt was unhappy with the persistent event", and at the time of this report swelling is still presenting at the involved area. The physician assessed the intensity of "swelling at the glabella area" as moderate. The relationship between this event and the use of hylaform was not provided per the physician.